Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2011, it was reported that two humapen ergo/unknown pen bodies with unknown cartridge holders attached had the engagement tabs broken off in both pens. The humapen ergo/unknown pen bodies with unknown cartridge holders attached were associated with product complaints (B)(4)/ lot 40276 and (B)(4)/ lot 0307a07. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device return status of the devices was not provided. Update 28jul2011: additional information was received on 28jul2011 from the product complaint safety database. Lot number unknown for product complaint (B)(4) was corrected to 40276, and lot number unknown for product complaint (B)(4) was corrected to 0307a07 . Updated product tab for humapen ergos and updated the narrative with the change.

Manufacturer narrative:
Complaint suggestive of reportable malfuntion/incident. Will investigate further.(B)(4). Evaluation summarythe patient reported that their humapen ergo device engagement tabs were broken off. Investigation of the returned device (batch 40276, manufactured november 2002) found the cartridge holder engagement tabs were present. The reportable malfunction of a cartridge holder two tab breakage was not confirmed. No malfunction was identified.improper use and storage - there is no evidence of improper use or storage.

Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2011-00097, since there is more than one device implicated.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2011, it was reported that two humapen ergo/teal with clear cartridge holders attached had the engagement tabs broken off in both pens. The humapen ergo/teal with clear cartridge holders attached were associated with product complaints (B)(4)/ lot 40276 and (B)(4)/ lot 0307a07. Upon evaluation of the returned devices, no malfunction was found. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The devices were returned on (B)(6) 2011. Update (B)(6) 2011: additional information was received on (B)(6) 2011 from the product complaint safety database. Lot number unknown for product complaint (B)(4) was corrected to (B)(4), and lot number unknown for product complaint (B)(4) was corrected to 0307a07 . Updated product tab for humapen ergos and updated the narrative with the change. Update (B)(4) 2011: additional information received on (B)(4) 2011 from the global product complaint database added the device specific safety summaries for product complaints 1788681 and 1788683; updated both of the humapen ergo with unknown body and unknown cartridge holders to humapen ergo/teal with clear cartridge holders; added the return date for both devices; updated the malfunction field to no for both devices; added the manufactured on date for both devices; updated the medwatch and EU/ca fields for both devices; and updated the narrative.